Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined the patient and orders were not current. The technical support specialist (tss) dialed into the system, applied the knowledge article "proper data sync 2.0 procedure", performed full synchronization and rebooted the system back to the care fusion application. Tss also verified that the time was updated, verified that the application launched successfully and the device was successfully cleared from the health sight viewer under the device required full download notice. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the patient and orders were not on current. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.